Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported smoke and fire was observed from the dry acid mixer while in dissolution mode (fill mode). The fill valve was found to have a crack on the side from the fire damage and the mixing tank to be damaged from the fire as well. There was no patient involvement or adverse event reported. Photos were provided for the investigation. Multiple attempts have been made to gather additional information, but fresenius has not received any further details.

Event description:
A biomedical technician (bmt) reported smoke and fire was observed from the dry acid mixer while in dissolution mode (fill mode). The fill valve was found to have a crack on the side from the fire damage and the mixing tank to be damaged from the fire as well. There was no patient involvement or adverse event reported. Photos were provided for the investigation. Multiple attempts have been made to gather additional information, but fresenius has not received any further details.

Manufacturer narrative:
Correction: d9.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence (photo) and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A biomedical technician (bmt) reported smoke and fire was observed from the dry acid mixer while in dissolution mode (fill mode). The fill valve was found to have a crack on the side from the fire damage and the mixing tank to be damaged from the fire as well. There was no patient involvement or adverse event reported. Photos were provided for the investigation. Multiple attempts have been made to gather additional information, but fresenius has not received any further details.